Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: occurred prior to a laparoscopic totally extraperitoneal hernia procedure. A test was conducted, however, it was failed to ballooning. A new device was opened to complete the procedure. The current status of the patient is stable.

Manufacturer narrative:
(B)(4).